Manufacturer narrative:
A ge svc rep performed an onsite investigation and was not able to duplicate the reported problem. The wig-wag brake handle was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that outside of a case, the sys would not auto track and the image was whited out. No pt injury was reported.